Event description:
Healthcare professional reported an unknown side rupture. Device has been explanted.

Manufacturer narrative:
(B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Physician also reported "chest pain" and the following non device related symptoms: "difficulty concentrating, difficulty reading, memory loss, fatigue, mood swings, difficulty understanding read material, brain fog, hormonal issues, psychological stress, not resilient, migraines, difficulty breathing, cough, joint pain, allergic reaction, sensitivity to light, toenails, dry mouth, metallic taste in the mouth, cold feet, shortness of breath, heart racing, night sweats, flue symptoms, sore throat, sun allergy in the eye area, eye pain and burning, nausea, itchy feet, eczema, facial rash, constant fatigue, numb fingers, food intolerance." The device has been explanted and noted to be intact..

Manufacturer narrative:
A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.